Manufacturer narrative:
Correction to g2. Report source. The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: the device was not firing clips when he was trying to clip the arteries, he had tried firing more than 20 times, I had to open a 2nd device. When washing it I continued pressing the clip applied that when they started coming out. Additional information received from distributor via email on 26jun26: tried to load but when loading nothing was coming out, he kept on firing until he asked for another one since it was time consuming. It was in the trigger situation. It continued to more than 20 times. The user tried loading by firing the handle, but clips failed to come out, after opening the 2nd device I continued firing when cleaning it that's when the clips started coming out. Then I showed to him that the clips are now coming he was saying maybe there are no clips. Additional information received from distributor via email on 30jun26: the rep has confirmed that there was no problem encountered with the second device, it worked perfectly well. Patient status: patient is fine. Intervention: device replacement.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: the device was not firing clips when he was trying to clip the arteries, he had tried firing more than 20 times, I had to open a 2nd device. When washing it I continued pressing the clip applied that when they started coming out. Additional information received from distributor via email on 26jun2026: tried to load but when loading nothing was coming out, he kept on firing until he asked for another one since it was time consuming. It was in the trigger situation. It continued to more than 20 times. The user tried loading by firing the handle, but clips failed to come out; after opening the 2nd device I continued firing when cleaning it that's when the clips started coming out. Then I showed to him that the clips are now coming he was saying maybe there are no clips. Additional information received from distributor via email on 30jun2026: the rep has confirmed that there was no problem encountered with the second device, it worked perfectly well. Patient status: patient is fine. Intervention: device replacement.